Event description:
It was reported to philips that upon pressing the emergency stop button to clear a geometry error, the uninterruptable power supply gave an error, preventing the system from booting back up. No harm was reported to philips. Philips has started an investigation of this complaint.